Event description:
It was reported the valve was explanted 12 years after implant due to degeneration of the bioprosthesis with severe stenosis. The valve was replaced with a 21 mm sjm epic valve. The pt died 3 months later, and the cause of death is unk. Add'l info has been requested.